Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. The root cause of this event cannot be conclusively determined with the available information. The device history record (DHR) could not be reviewed, as the device serial number was not provided. There is no information suggesting there was any malfunction or deficiency of the edwards valve. However, this event was likely due to patient and/or procedural related factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm 11500a pericardial aortic valve was explanted after an implant duration of approximately two (2) months due to dehiscence and severe aortic insufficiency attributed to severe endocarditis. The explanted valve was replaced with a 27mm 3300tfx pericardial valve. The patient's cultures were negative for active infection. Intraoperatively it was found that the 27mm 11500a valve had partially dehisced from an area where a possible pseudoaneurysm had formed at the left noncoronary cusp region. Some abnormal markings on the aortic valve leaflet which was concerning for the valve rubbing against the cor-knot. There was evidence of small vegetation which were removed without difficulty. The area was sutured and the 27mm 3300tfx was implanted. The patient was in critical condition by was taken off cardiopulmonary bypass and went to the unit. On pod #2 the patient was noted to be doing "ok" but still very sick.